Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports having severe spasms and trouble urinating which started the day of report but the patient had not called doctor. The doctor placed device last week on thursday. Symptoms reported were spasms and trouble urinating. Event date was (B)(6) 2016. Patient took percocet and states she doesn¿t take medications. Stimulation was okay but the spasms, not being able to pee and terrible pain started today in the vagina. Patient called back stating she wanted to make sure her stimulation was turned on because she was not feeling anything. Patient confirmed her stimulator was turned on and she was on program 1 at 0.7volts. Patient will keep her settings where they were at and will follow-up with her hcp next week. Additional information received from the patient reports she had experienced a loss or change of therapy. Patient reports she was having problems urinating and having pain. The patient does feel stimulation. It was confirmed therapy was on, setting was on program1 at 0.8 volts. Event date was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.